Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-l5 to treat lumbar kyphosis. It was reported that sometime later poor alignment developed at l5-s1 so a second surgery was performed two years post-op to extend the construct to t10- iliac. Approximately 11 months later it was found that both rods had broken on the cranial side of the iliac connectors. The patient alleged that the rods broke while the patient was twisting. The patient underwent a revision surgery to remove the broken rods and the construct was reinforced by placing four rods. No additional patient complications were reported.

Manufacturer narrative:
Visual review confirms both rods are broken. Multiple witness marks noted on rod. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Damage and smearing of fracture surface noted. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations (beach marks) approximately ~40% respectively of the way through the cross-sectional area, followed by another region of increased material disruption, riverlines, and shear lips, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. Unable to determine root cause, due to evidence which could support multiple conclusions.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review which found: complex scoliosis construct from t10 to the iliac crest is noted. Double iliac screws noted. Interbody spacers and support noted in the lumbar area from l2 to l5. Both rods are noted to be broken just below the l5 screws and above the iliac crest screws. Rods do not appear to be displaced significantly. Status of fusion is not known.